Event description:
It was reported following a colectomy procedure, that the pt was brought back into the operating room because of bleeding. Subsequently the pt expired from multiple system organ failure. The surgeon did not indicate that the pt's death was related to the device malfunction.